Event description:
It was reported that the user experienced an occlusion alert on the insulin pump with elevated blood glucose and frustration due to a similar occurrence the prior week; the user had previously changed all supplies, dismissed the occlusion alert per guidance, detached the pump, pushed insulin through the tubing, and reattached, consistent with an insulin occlusion concern and a perceived lack of therapeutic effect. Symptoms included hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found, and no specific device component issue was identified, while the event aligned with a lack of effect from insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.